Manufacturer narrative:
The treatment tip was returned for evaluation. The tip did not pass leak or visual testing due to a tear/hole on the edge of the tip surface. The treatment data card was also returned. During the procedure, errors for the use of too much force were observed. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Damage of the tip membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. The thermage system user manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical, steroidal or antibiotic preparations may be of benefit.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed a blister immediately after a face treatment. The doctor recognized this as a surface burn. The highest energy level used was 3.0. The patient has been receiving led phototherapy (smartlux) treatment for the burn. Though the doctor does not believe that any scars will remain, some hyperpigmentation is visible on the skin.